Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient reported that today they noticed that their therapy changed to 2.8 instead of 2.0 which is where it was suppose to be. The patient did turn back again to 2.0. The patient also stated that their external devices went off after every few minutes. Agent reviewed device education and device specifications. Patient also requested help from their manufacturer rep. Agent sent email requesting call back from their rep. Patient also described the stimulation sensation to be sometimes noticeable. Agent reviewed therapy expectations. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.